Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43 were noted during testing. The motor was tested outside the unit, and it failed returning a pump error 130. After further review, there is corrosion on the home motor switch. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.